Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware was failed. A field service engineer inspected the unit with failed drawers and found drawer 3-1 not detected on the bus. Removed and reseated all cable connections, including the row board cable. Reinstalled the drawer, checked internal tray connections and reinstalled the side panel, and restarted the station and able to login into the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the auxiliary drawer 3.1 & 6 had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.